Event description:
Edwards received information a patient participating in a thv clinical trial with a 19mm 3000 aortic valve implanted eight (8) years, two (2) months, was evaluated for valve-in-valve procedure due to severe aortic stenosis, high gradient, moderate insufficiency, and degeneration. Patient was admitted to hospital with acute on chronic heart failure. Patient underwent right and left heart catheterization and was treated for ongoing management of severe aortic stenosis. It was determined no valve-in-valve intervention will take place at this time rather patient will undergo close monitoring by hf clinician and pcp. Cta showed low coronary heights with concern for coronary obstruction with a valve-in-valve procedure. Patient was discharged home.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.